Event description:
The customer reported that after the needle electrode had been inserted into the pt, the output button was pressed. The generator displayed a high impedance. Although the electrode was replaced, the same thing occurred again. The generator was replaced, and the radio frequency ablation procedure was completed.

Manufacturer narrative:
(B) (4). The generator was returned to the tyco healthcare (B) (4) service center where it was evaluated. A cracked solder joint was found. It was re-soldered and functioned normally. This was identified as an isolated occurrence.